Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.